Event description:
It was reported that the 2800 system intermittently will not boot up or is slow to boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc celeron up grade kit and video controller cable were installed during the service call. The system was tested and found to be working as intended and put back into service.